Event description:
Device was returned for service. During service, technician found the device supply hose was damaged, sight glass break and oil loss. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device supply hose worn, broken sight glass and loss of oil. The device was repaired and returned to customer. (B)(6).